Manufacturer narrative:
###A supplemental report is being submitted for a correction and investigation completion. Event date changed from (B)(6) 2020 to (B)(6) 2020. Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient experienced right-sided heart failure post implant, which was treated with received a veno-arterial extracorporeal membrane oxygenation (va-ECMO) circuit. Approximately eleven days later, the patient was taken to the operating room for exploratory surgery and a chest washout was performed due to clots seen on imaging. The clots were removed and patient started experienced bleeding in the operating room and subsequently expired. The cause of death was disseminated intravascular coagulation. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, right ventricular failure, bleeding, and death are known potential complications associated with the implantation of a vad. Possible factors that may have led to this event include, but are not limited, the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease including disseminated intravascular coagulation, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post ventricular assist device (vad) implant, the patient received a veno-arterial extracorporeal membrane oxygenation (va-ECMO) circuit for right-sided heart failure. Approximately eleven days later, the patient was taken to the operating room (or) for exploratory surgery and a chest washout due to clots seen on imaging. The clots were removed in the operating room and patient started bleeding and they could not stop the bleeding. The patient subsequently expired. The cause of death was disseminated intravascular coagulation.